Event description:
This customer reported that while evaluating an nbp issue on the device, the device would not power on into the monitor mode as expected. There was no patient involvement.

Manufacturer narrative:
(B)(4). This customer reported that while evaluating an nbp issue on the device, the device would not power on into the monitor mode as expected. There was no patient involvement. The device was evaluated locally by philips. Reloading the device software resolved the symptom.